Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a damaged inpen, and the dose button was difficult to push. The customer reported no adverse event. The event involved product(s) mmt-105elpkna. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. Mmt-105elpkna was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit paired successfully to commercial app. Inpen received with leadscrew rewound 1/4 way down. Unable to perform baseline/wireless functionality, displacement does accuracy test, or leadscrew reset torque test due to missing injection foot. Inpen passed front cap investigation. In conclusion missing injection foot was noted during visual inspection. Missing injection foot can affect insulin delivery. Unable to verify customer's complaint for difficulty to push dose button due to missing injection foot. Cosmetic damage was found on the inpen. Cosmetic damage to the inpen can affect insulin delivery. Therefore the customer's concern of cosmetic damage was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.